Event description:
It was reported that the patient is experiencing pain at the ipg site after her 80 pound dog jumped on the patient and landed on their ipg site. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted at a unknown date.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.